Manufacturer narrative:
This report is submitted pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by FDA, curvafix, or its employees that the report constitutes an admission that the device, curvafix, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available, not disclosed, or does not apply, the section/field of the form is left blank.

Event description:
A surgeon/user informed company personnel that a patient implanted with a single 7.5 mm x 140 mm curvafix im implant in the s1 corridor of the pelvis approximately four weeks previously returned to the clinic with a report of pain and inability to mobilize to the extent possible after implantation. The user reported x-ray imaging showed what was interpreted as a collapse (shape change) of the implant.the surgeon does not plan to obtain additional imaging nor perform surgery for implant removal and expects the fracture to heal around the implant. The patient was referred to physical therapy.